Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that actuation failure of the cutter occurred. The condition of aspiration was unknown. The product was replaced and the procedure was competed. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were four other complaints for the reported issue. Two samples were returned for evaluation. Sample #1: the returned sample #1 was visually inspected and deemed nonconforming. Red, loose, and thick foreign matter observed on the tip of needle which came off on tape at the microscope. Excessive burr also observed in cutting edge of the port. Actuation testing was performed and deemed conforming. Cut testing was performed and deed nonconforming. The cutter pulled tissue. The probe sample #1 was disassembled and the components inspected. There was approximately 30-45 minutes of wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Slight resistance felt when removing the inner cutter from the needle. Gouge marks at bend area and several sections along the inner cutter. Sample #2: the returned sample #2 was visually inspected and deemed nonconforming. Red foreign matter observed on cutter and port face. The cutter remained stuck in port. No functional testing could be performed due to cutter stuck in port. The probe sample #2 was disassembled and the components inspected. There was approximately 0-5 minutes of wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of coupling. No presence of adhesive on inner cutter when held under uv lighting. Gouge marks at a couple areas along the inner cutter. Very littler wear at bend area. The complaint evaluation of sample #1 does not confirm the probe had an actuation issue. The probe sample #1 met specification for actuation; however, during the sample evaluation it was discovered that the sample #1 had a cut issue. The most likely root cause of the poor cutting, the foreign matter on the needle tip, and the excessive burr in the cutting edge of the port appears to be from the probe had already been used for approximately 30-45 minutes in surgery prior to the cutter not being able to properly function. The vitrectomy portion of the surgery is typically less than 20 minutes and it appears that the probe had experience a use greater than this typical timeframe. The complaint evaluation of sample #2 does confirm the probe had a cut issue which resulted in the probe not being able to function properly. The root cause for the poor probe performance of sample #2 was due to the separation of components within the probe. It appears that at the beginning of surgical use, the adhesive bond failed causing the inner cutter to detach from the coupling. How and when the red foreign matter got onto the cutter and port face cannot be determined from this evaluation, but it most likely occurred during the beginning of surgical use of the probe sample #2. No action will be taken for the probe sample #1 because the probe sample #1 has exceeded the useful life of the probe. As for probe sample #2, an investigation has been completed and actions have been implemented to lower the frequency of probe complaints due to the detachment of the inner cutter from the coupling. The procedure was also reviewed and found to provide adequate instructions to operators for the bonding process of the inner cutter to coupling. Probes continued to be 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).